Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform the proper air removal techniques and loaded cold insulin into the cartridge. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 125 mg/dl.